Event description:
The vigilance rep of the (B)(6) hospital reported via fax that, the pt underwent a surgical procedure for osteosynthesis of trochanteric fracture of the left femur with gamma nail on (B)(6) 2011. The pt underwent an unexpected revision surgery on (B)(6) 2011, due to fracture of the nail involved. Opinion of the surgeon is that a contributing factor of the event was a nonunion of the femoral fracture. The surgeon extracted the broken nail and change it with plate and screws.

Manufacturer narrative:
Customer refuses to return the device for eval. No eval will be performed. Once the investigation has been completed, any add'l info will be reported in a supplemental report.